Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. PMA/510(k) k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2010. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Manufacturer narrative:
Additional information: investigation the following allegations have been investigated: pulmonary embolism, vena cava/organ perforation, deep vein thrombosis, tilt, depression, anxiety. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety and depression, are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown. The alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant via the right internal jugular vein due to deep vein thrombosis and pulmonary embolism. Patient is alleging tilt, vena cava perforation. Patient further alleges pulmonary embolism, deep vein thrombosis, depression, anxiety. Report from CT 2: "ivc filter with tilting and mesenteric perforation." Report from CT: "the right and left main pulmonary arteries enhance homogeneously. A filling defect is seen within a subsegmental branch of the right lower lobe consistent with pulmonary embolus," "small pulmonary embolus within a right lower lobe subsegmental arterial branch."